Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the blue strip of the surgical pattie came off the cottonoid during procedure and they were unable to find the product. No surgical delay reported. An x-ray was taken to assure no part left in the patient.

Manufacturer narrative:
The surgical pattie (ID (B)(6) is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.